Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump had an optical sensor failure issue. Pump was explanted and replaced with a new impella cp pump. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. The cause of the optical placement signal issue was not determined as no product or logs were returned. This report is being filed as part of a retrospective review of historical records.